Event description:
Related manufacturing reference: 3005334138-2023-00398. During an atrial fibrillation ablation procedure, an air leak occurred. The device was exchanged and an air leak occurred again. The second device was replaced which resolved the issue with no adverse consequences to the patient. The transeptal puncture was performed and the physician successfully positioned to the left side. When a syringe was used to aspirate blood, air entered the syringe. The sheath was exchanged and again he got air. The second sheath was exchanged for a third which appeared to be working as expected. The physician decided to stop the procedure and do an ultrasound check followed by sending the patient for an rx scan. The result of the scan is totally normal and the patient has no consequence.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.